Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a recent blood glucose level of 400 mg/dl. The customer also reported air bubbles and difficulty with reservoir use. Troubleshooting was not performed on the insulin pump. The insulin pump was not replaced or returned for analysis.